Manufacturer narrative:
The field service representative inspected the analyzer. The cuvettes were cleaned, the probes on cuvette washer were replaced and the analyzer was decontaminated. The architect (serial number (B)(6)) was considered the cause of the issue since multiple parts were adjusted or replaced, however; a pre-analytical sample integrity issues could not be ruled out. A review of the service history for the analyzer identified no additional contributing factors and no subsequent issues regarding discrepant patient results have been reported. A review of historical data revealed no trend, systemic issues, or non-conformance associated with the architect system. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Manufacturer narrative:
Patient information: no specific information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated potassium result while using the architect c16000 analyzer. The following results were reported: sid (B)(6) initial result = 7.74 mmol/l, repeat result on second analyzer = 4.0 mmol/l there was no impact to patient management.